Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the bio ID scanner was not working. A field service engineer (fse) got the existing bio-ID working by reinserting the usb cable between it and the communication sled. However, the customer requested a replacement, which required a new driver installation. The station was temporarily set up for uid/pw authentication until the drivers were installed. The fse downloaded the lumidigm driver, copied it to a flash drive, and installed it following the instructions as cfn admin. The fse ran the hardware test application and rebooted the station. The customer updated the authentication pairing on the server to uid/bio-ID and successfully logged in using uid and fingerprint. A witness also logged in with proper permissions to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the biometric scanner was not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.